Event description:
It was reported this polypectomy snare was used successfully during removal of two polyps during a polypectomy procedure. During removal of the third polyp measuring 20mm in size, the wire of this snare became embedded in the polyp and could not be removed. The patient was sent for surgical removal of the scope and snare and successful completion of the procedure. The patient's condition is satisfactory. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the sheath was badly kinked between 57cm and 59cm distal to the handle and caused heavy resistance when the handle was activated preventing proper extension of the loop. However, the loop did extend and retract with difficulty. The distal loop was also noted to be bent which prevented the loop from expanding to its proper width. Co is unable to determine the exact cause for this event. The co's directions for use state: "microvasive single-use polypectomy snares are indicated for use in the removal and cauterization of diminutive polyps, sessile polyps and pedunculated polyps."